Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure procedure, the device thread broke. The first thread broke when they stretched the thread to get lose of the memory while the second thread broke on the 7th centimeter after the needle.. They used another device to complete the case and resolve the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of ten devices. The visual inspection of the opened samples noted receipt of one suture and no needles. The foils were inspected with light assisted microscopy with no abnormalities. It was observed, under magnification, that the suture appeared to have split under tension. An engineering analysis of the returned samples confirmed the reported condition, but was unable to determine a root cause for the reported condition. The root cause of the observed condition could not be replicated and could not be associated to the manufacturing process or any raw material condition. Based on the analysis, there is the possibility that the cause of the condition could be associated to the user due to incorrect storage outside of the product instructions for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. A review of the device history record indicates the product was released meeting all manufacturer¿s quality release specifications at the time of manufacture. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.